Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 12th of october 2015 for further investigation. During the investigation the fse verified cup lane mechanism and found a cup stuck under the belt preventing lane from moving properly. The cup was removed and proper operation was verified. Instrument is functioning as intended and was relased. The most probable cause of the reported event was due to cup under the belt. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 a customer reported errors 4053 sorter z-axis home overrun and 4111 reagent (test) cup-tip lane home detection failure with their aia-2000 analyzer. Customer indicated they are hearing a grinding noise when attempting an all set home procedure. The customer found a dropped cup that was removed but the error still occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, prl, lh ii, fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.